Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that at the user facility that device was found broken in a tray during a procedure. It was reported this happened during the sterilization process. There was no patient impact or procedural delays associated with the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that at the user facility that device was found broken in a tray during a procedure. It was reported this happened during the sterilization process. There was no patient impact or procedural delays associated with the event. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.